Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of tower door 1 was attributed to a defective micro scitches on the latch 1. A field service engineer replaced the micro switches on the latch 1 to resolve the issue the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where tower door 1 failed to open. The customer tried to recover the station by rebooting it, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.